Manufacturer narrative:
The qc was confirmed to be in range on (B)(6) 2021 and out of range on (B)(6) 2021. The calibration data and alarm trace did not indicate an issue. The field service engineer (fse) noted that the reagent cover was not sitting properly, causing the tips to hit the cover and release the sample. The screw hole cover was found blocking the reagent cover from sitting properly. He then adjusted the screw hole and placed the reagent cover in its proper position. The questionable sample was rerun and the results now matched with the results of the e 601 analyzers. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys probnp ii immunoassay result for one patient tested on a cobas e 411 disk analyzer. On (B)(6) 2021, the qc was within range and the patient samples were processed. The results were reported outside of the laboratory. On (B)(6) 2021, the qc for probnp and several other assays was noted to be out of range. The patient samples from the previous night were then rerun on an e 601 analyzer. One plasma sample result did not match with the repeat result of the e 601 analyzer. This sample was also rerun on another e 601 analyzer. The repeat results were deemed to be correct. The initial result from the e 411 analyzer at 11:26 pm was 644.1 pg/ml. The repeat result from the first e601 analyzer at 10:07 am was 234.0 pg/ml. The repeat result from the second e601 analyzer at 1:55 pm was 224.6 pg/ml. The reagent lot number is 50774701. The expiration date is 31-may-2022.